Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that intermittent oversensing noise was observed on the right ventricular lead. Further information was requested however, was not provided.